Event description:
The reporter opened a package of electrodes in an attempt to utilize the device for pt treatment. Reportedly, the electrodes would not seat into the device defibrillation cable electrode connectors. The facility subsequently determined the fast-patch disposable defibrillation/ECG electrodes which had been ordered for the device were of the incorrect model and could not be connected to the device defibrillation cable as a result. The facility concluded the correct electrodes for the device were first medic external defirbrillator electrodes.